Manufacturer narrative:
Additional narrative: a product investigation was completed: the ti collar was received broken into two pieces. A root cause could not be determined; a possible cause could be while the nut was being inserted onto the collar, it was over tightened resulting in the collar to experience greater than normal stresses and eventually broke as a result. The complaint is confirmed. Per the technique guide, the ti collar is part is part of the dual-opening uss system which is utilized for deformity correction. The collar is used to hold the nut and screw constructs together. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review was performed for the device. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture. A root cause could not be determined; a possible cause could be while the nut was being inserted onto the collar, it was over tightened resulting in the collar to experience greater than normal stresses and eventually broke as a result. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record: manufacturing location: (B)(4) - manufacturing date: april 30, 2015 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient underwent a lumbar posterior fusion procedure using a universal spine (uss) dual opening system on (B)(6) 2015. The surgeon was tightening the last nut of the construct when the collar/sleeve under the cap broke. The broken device was removed and replaced with another. The procedure was completed successfully with no delay or patient harm. This report is 1 of 1 for (B)(4).